Event description:
It has been reported to philips that the dc charging terminal on the side of the device isn¿t charging. The device was not in clinical when this issue was discovered. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.